Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-02287. It was reported that an error message displayed during aspiration. An angiojet® ultra system console and angiojet® solent¿ proxi catheter were selected for a thrombectomy procedure. The proxi catheter primed fine, but did not work once inside the patient. A check saline supply error message displayed right away. It was observed that there was a hole in the pump. The proxi catheter was replaced with a angiojet® solent¿ omni catheter. The omni catheter primed and worked inside the body for 200 seconds at which point a check saline supply error message displayed again. The procedure was not completed due to this event. It was presumed that a catheter or lytic drip was placed in the patient. There were no patient complications and the patient is fine.

Manufacturer narrative:
The device was not returned. Device evaluation at the field location found a leak at the plastic pump chamber with the two thrombectomy catheter sets. Additional thrombectomy sets were used and no leaks or error messages were observed. The angiojet console operated with no further issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as: 2134265-2017-02287. It was reported that an error message displayed during aspiration. An angiojet® ultra system console and angiojet® solent¿ proxi catheter were selected for a thrombectomy procedure. The proxi catheter primed fine, but did not work once inside the patient. A check saline supply error message displayed right away. It was observed that there was a hole in the pump. The proxi catheter was replaced with a angiojet® solent¿ omni catheter. The omni catheter primed and worked inside the body for 200 seconds at which point a check saline supply error message displayed again. The procedure was not completed due to this event. It was presumed that a catheter or lytic drip was placed in the patient. There were no patient complications and the patient is fine.